Event description:
Three days post ptca procedure the pt complained of chest pain and increase in st was observed. Cag was conducted and thrombus was confirmed in the implanted cypher stent. Aspiration and poba was conducted, but the lesion still remained as no flow. Therefore, iabp was inserted and the treatment was finished. This event was resolved three weeks later and the pt was discharged from the hosp. There were two procedures reported for this pt and a total of five lesions treated. Both procedures were elective and all lesion was denovo. The lesions characteristics are as follows: proximal left anterior descending (lad) and mid lad were classified as concentric, type c, 50mm in length. The proximal right coronary artery (rcx), and mid rca were classified as concentric, calcified, flexion lesion, type c, 40 mm in length. Finally the proximal circumflex was classified as concentric, calcified, type b2, 15mm in length. In 2005 the proximal circumflex was treated. Pre-dilation was conducted with a 2.0 x 15mm balloon at 8atm for 30 seconds. A 2.5 x 18mm cypher stent was deployed at 12atm for 30 seconds. Post-dilation was not conducted. Ivus was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis after the procedure was 0%. For the proximal and mid rca, pre-dilation was conducted with a 2.0 x 15mm balloon at 8atm for 30 seconds. A 3.0 x 23mm cypher stent was implanted at 16atm for 30 seconds. A second 3.0 x 28mm cypher stent was implanted at 16atm for 30 seconds. The two cypher stents were overlapping each other. Post-dilation was not conducted. Ivus was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis after the procedure was 0%. Act was not measured. Two weeks later the proximal and mid lad were treated. The procedure was an elective case. Pre-dilation was conducted with a 2.0 x 20mm balloon at 8atm for 20 seconds. The first 2.5 x 18mm cypher stent was deployed at 16atm for 30 seconds. A second 2.5 x 33mm cypher stent was deployed at 16atm for 30 seconds. Finally the third 3.0 x 18mm cypher stent was implanted at 22atm for 30 seconds. All three cypher stents were overlapping each other. Post-dilation was not conducted. A spiral dissection occurred distally during deployment and was treated with a balloon. Ivus was conducted. Timi flow pre and post procedure was 3 and 2 respectively. The residual % of stenosis after the procedure was 0%. Act was measured and was between 140-170. Three days following this procedure the pt complained of chest pain and increase in st was observed. Cag was conducted and thrombus was confirmed in the implanted cypher 2.5 x 18mm cypher stent. Aspiration and poba was conducted; however, blood flow was not evident. Therefore, an intra aortic balloon pump (iabp) was inserted and the treatment was finished. Cpk increased to 875. Nine days following the second treatment date, the iabp was removed from the pt. Seventeen days later, the pt's symptoms had resolved; thus, she was discharged from the hosp. Antiplatelet therapies included aspirin 200mg/day, ticlopidine hydrochloride 20mg/day, warfarin potassium 3.0mg/day,and heparin. Physician's comment: the possible cause of the thrombotic event was because during the implant of the cypher stent the second treatment date, spiral dissection occurred and flow had deteriorated.